Manufacturer narrative:
Historical data analysis: (B)(4) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (B)(4) the overall 24 month product complaint trend data for the period apr 2019 through mar 2021 was reviewed. There were no triggers identified for the review period.

Event description:
N/a.

Manufacturer narrative:
The getinge field service engineer (fse) resolved the reported issue by replacing the manifold drive and verified that the unit passed the leak tests, as well as that the unit functioned normally. Moreover, the blood detect tubing was replaced as it was broken during the replacement of the 2500 hr pm kit. The fse then performed a full pm with calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), cs300 intra-aortic balloon pump (iabp) failed the k6, k6a, k7, k8 leak test. There was no patient involvement, and no adverse event reported.